Manufacturer narrative:
(B)(4). Operator of device unknown. No actual sample was returned for evaluation; however, photograph of the issue was provided. The batch review found no indication of related nonconformance during the manufacture of this product. Visual analysis of the photo confirmed a visible leak; however, without the physical sample, a complete analysis of the reported defected cannot be performed. The cause is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak was observed in the fold of an eva bag prior to administration. There was no patient involvement or adverse event reported. No additional information was provided.